Event description:
Macular photo-traumatism [macular opacity]. An ophthalmologist reported a case regarding a pt (age unk) who underwent cataract surgery. Intraocular lens (iol) tecnis z-9000 (unspecified details) was implanted. One week later the pt's vision was 0.7 and 1 month later the pt's vision was 0.4. An eye ground was performed which showed macular photo-traumatism with pigmented and limited burning. At the time of this report the outcome of the event was unknown.